Event description:
It was reported the frost occurred on the shaft of the needle. An icerod cx 90 degree needle/vl was chosen for a cryoablation procedure to treat residual limb nerve pain. During the initial freezing cycle, frost on the shaft of the device was observed. The procedure was completed using an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
H11: device evaluation by manufacturer: the returned device was visually examined to reveal no initial abnormalities. A functional test was performed on the device. During the 5-minute freeze test, and frost was found to be forming on the needle-shaft during the test. No other issues were noted during this functional testing. The device was disassembled to remove the vacuum sleeve, which was subjected to a freeze test by itself. During this test, frost was building up on the outside of the sleeve at a similar rate to what the full device functional test had produced. Microscopic examination of the sleeve revealed three minor defects in the outer wall of the vacuum sleeve.

Event description:
It was reported the frost occurred on the shaft of the needle. An icerod cx 90 degree needle/vl was chosen for a cryoablation procedure to treat residual limb nerve pain. During the initial freezing cycle, frost on the shaft of the device was observed. The procedure was completed using an alternate device. There were no patient complications as a result of this event.